Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/15/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent repair of incarcerated hiatal hernia, redo nissen fundoplication, open cholecystectomy and gastropexy on (B)(6) 2008 due to incarcerated hiatal hernia and symptomatic cholelithiasis. It was reported that patient underwent incisional hernia repair with flex hd and intermediate closure on (B)(6) 2008 due to incisional hernia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p colporhaphy due to pop and sui.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.